Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site was able to take a spin with the imaging system and place the screws. When they took a second spin, it would not transfer. The site took a third spin which was able to transfer and they were able to proceed. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. It was noted that the second exam did not have the nav tag.

Manufacturer narrative:
Correction: software version for product ID: 9735740 is software version: 1.2.0. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.